Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 98 mg/dl and sensor glucose value was 44 mg/dl and was dropping at the time of the event. The customer was advised that the average sg vs bg differences should remain under 20% over the life of the sensor. Customer was assisted with troubleshooting and was informed that sensor issues could be related to site location, taping and timing of blood glucose entries. Customer stated that the sensor was with full of blood, however the site was not actively bleeding. Customer stated that the sensor had calibration not accepted alert and change sensor alert. The sensor will not be returned for analysis.